Event description:
It was reported that pump battery depleted too quickly and customer experienced issues with rapid battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer had contacted support by email only, and technical support was unable to complete a battery depletion calculation or obtain additional information because pump data was not uploaded and follow-up contact could not be made, so event details were documented based on the email alone.